Event description:
During the advancement of the main body graft into the aorta, some complications were encountered with the positioning of the device, as the graft appeared to barely fit inside the aorta. During deployment of the device, the physician noticed some discrepancy in the labeling and the size stamped on the device handle. After deployment of the main body graft, the bifurcation of the graft was raised by deploying the iliac leg grafts higher inside the main body grafts, in order to land the leg grafts at the designated location and prevent internal iliac artery occlusion. A main body extension was deployed at the proximal sealing stent as a precautionary measure due to concerns regarding the actual size of the implanted graft. A good seal of the aneurysm was obtained with no endoleaks viewed during the final angiogram.